Event description:
It was reported that using an accuchek inform ii (serial number (B)(4)) the customer obtained the following blood glucose readings on the patient. The unit of measurement was not reported. (B)(6). There was no treatment provided to the patient after the readings. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer did not return the strips. Therefore, no evaluation was done with the suspect device.